Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The set-up joint (suj) was replaced due to error 319. The system was tested and verified as ready for use. Isi received the suj involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported event. This type of error showed up on error log history referencing to act. The unit was installed on the system and the error was not replicated. The suj was tested on the pftp machine and failed the tornado brake test. The act will be replaced to address error 319, the motor module will be replaced together with the harmonic drive to address brake locking up during test.

Event description:
It was reported that during a da vinci-assisted hemicolectomy - right surgical procedure, an error occurred on universal surgical manipulator (usm) 4. Before calling technical support, the site power cycled the system several times without success and decided to convert to laparoscopic surgery. The technical support engineer (tse) reviewed the logs and found several error 319 after rebooting, affecting the axes controller tornado (act) node and downstream nodes on armnet 4. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the system was checked prior to use. The site followed the advice onscreen. As this did not help, they un-docked the system, restarted, and then contacted technical support. No troubleshooting was performed with technical support. There were several error messages on the monitor. The operation was first converted to laparoscopy, then to laparotomy. In addition to the defective arm, it was a very difficult case. The operation was not converted prior to contacting technical support. The surgery was converted due to the defective arm 4. The procedure was converted to open surgery and delayed by one hour. The procedure was an extended right-sided hemicolectomy with a stoma. The patients health status was reported to be okay.